Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 545 mg/dl. The customer was wearing the insulin pump at the time of the event. She reported that she was having bent cannulas with her infusion sets and that her doctor advised her to use a different type. She declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned.